Manufacturer narrative:
(B)(6).

Event description:
It was reported by surgeon that suture anchor device broke during surgery. Surgeon retrieved the broken anchor arthroscopically without patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.